Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited vs marker on the as event which forces the true vs event to be classified as vf. The rv lead is sensing activity from the atrial channel. The impedance and pacing threshold measurements are normal. The oversensing precipitated shocks and had diverted shocks. Guidant received subsequent information that the lead was explanted when a chest x-ray revealed that the lead had dislodged due to heavy tricuspid valve regurgitation. During the attempt to reposition the lead, after numerous extending and retracting of the helix, a new lead was implanted. ,